Event description:
The initial complaint was reviewed and found that the tfna is the only complained device. This device is a concomitant device to the event reported on manufacturer report number 8030965-2021-02142.

Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient initially had a surgery in (B)(6) 2020 and was implanted with short nail. This nail was replaced in (B)(6) 2020 with a long trochanteric fixation nail-advanced (tfna) nail due to breakage. From (B)(6) 2020 the patient had a pain without any new trauma. On (B)(6) 2021, the patient underwent the revision surgery where tfna nail was removed and replaced it with a prosthesis. The removed tfna nail broke after the surgery. Procedure was successfully completed without any surgical delay. This report captures the reported post-operative event of pain. This report is for one (1) unknown locking screw. This is report 3 of 4 for complaint (B)(4).